Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia and diabetes. Patient reports no hematuria. Concurrent conditions included ovarian cyst, endometriosis, condyloma and vulvovaginal condyloma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), the first episode of back pain ("severe back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), pain in extremity ("thigh pain"), the second episode of back pain ("back pain") and complication of device insertion ("not able to place the essure coil on the left side and instead performed a laparoscopic tubal ligation on the left side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and abdominal pain lower had resolved, the abdominal pain, procedural pain and complication of device insertion outcome was unknown and the dysmenorrhoea, pain in extremity and the last episode of back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, dysmenorrhoea, dyspareunia, genital haemorrhage, pain in extremity, pelvic pain, procedural pain, the first episode of back pain and the second episode of back pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs received, event outcome for event genital hameorrhage, abdominal pain lower, dyspareunia updated from recovering/ resolving to recovred/resolved and for pelvic pain updated from unknown to recovered/ resolve. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstruation pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, abdominal pain lower and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, abdominal pain lower and procedural pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and abnormal bleeding (seen as genital bleeding). A partial hysterectomy was performed around 6 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ("severe pelvic pain / pain") ,and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), the first episode of back pain ("severe back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), pain in extremity ("thigh pain"), the second episode of back pain ("back pain") and complication of device insertion ("not able to place the essure coil on the left side and instead performed a laparoscopic tubal ligation on the left side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, procedural pain and complication of device insertion outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, pain in extremity and the last episode of back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, dysmenorrhoea, dyspareunia, genital haemorrhage, pain in extremity, pelvic pain, procedural pain, the first episode of back pain, and the second episode of back pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect, or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed, but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018, the plantif fact sheet was received. Events: device insertion failed, thigh pain, back pain are added. Historical condition, and concomitant drugs are added. Lab data updated. Patient, product & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect, or malfunction caused a death, or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and abnormal bleeding (seen as genital bleeding). A partial hysterectomy was performed around 6 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.